Event description:
The wound was closed with the checkpoint pin remaining in the femur. After wound closure, residual pins were discovered. After the wound was stitched, an x-ray revealed the remains of the pin in the body, so the wound was reopened and the pin was removed without waking up the anesthesia.